Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following device were also listed in this report: device name#mrh 80mm extension stem ; cat#unknown ; lot#unknown it cannot be determined which, if any of these device may have caused or contributed to the patient's experience.

Event description:
It was reported the patient's right femur was revised. Patient had an mrh femur with stem extension and competitor allograft implanted. The allograft didn't 'take' and became non-viable. The patient was converted to a gmrs distal femoral replacement.